Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, a "service required" code was found in the ventilator's downloaded error log. The device's system board and sensor board were replaced to address the issue.

Event description:
A ventilator was returned to the MFR for svc. The device was not in pt use.